Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the atrial lead exhibited noise that caused auto mode switching. Later we received information that the patient had deceased. There is no allegation from a health care professional that the death was device related.